Manufacturer narrative:
Additional MDR associated with this event: 3025141-2021-00117: driver.

Event description:
While inserting a screw into a bone to treat a fracture, the driver tip broke off in the head of one of the screws. The screw and driver head were able to be removed, but there was a 10-15 minute delay in surgery.